Event description:
The report we received from our affiliate indicated that during a pta to the iliac artery, the balloon ruptured below rated burst pressure. There was no calcification or vessel tortuosity, and the percentage of stenosis is not known. The product appeared perfect during pre-use inspection, and no anomalies were noted during prep. There was no report of patient injury, and it is not known what product was used to complete the procedure. As per the reporting affiliate, no additional patient or procedural information is available.

Manufacturer narrative:
The intended procedure was pta of the iliac artery in a male patient. There was no calcification or vessel tortuosity. The product appeared "perfect" when inspected prior to use, was prepped according to the IFU and no anomalies were noted during prep. It was reported that during use, the balloon ruptured below rbp. No additional patient, lesion or procedural details were provided. Please note that as the analysis has been completed, the results and findings are presented as follows: the product was not retuned for analysis. Lot history review revealed this to be the first complaint of this type reported for this sterile lot number. Review of the manufacturing records revealed no anomalies that can be associated with the reported complaint. The lot was found to have passed burst pressure testing prior to release. Conclusion: in this case, there is not enough information to draw a conclusion between the device and the reported event.